Event description:
Patient reported left side leaked, rupture, pain, pain left side of body no trauma, and noticeable difference between both sides. Later, healthcare professional reported deflation. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Healthcare professional reported that the device has been explanted and replaced.

Event description:
Patient reported left side leaked, rupture, pain, pain left side of body no trauma, and noticeable difference between both side breast implants. The device remains implanted. The device is saline.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: leaked, rupture of saline device.